Manufacturer narrative:
Stryker made several attempts to have the customer return the device for evaluation. The device was not returned for additional evaluation. The customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device took longer than expected to charge defibrillation energy. As a result, defibrillation therapy may be delayed, if needed.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device took longer than expected to charge defibrillation energy. As a result, defibrillation therapy may be delayed, if needed.